Event description:
It was reported that a malfunction occurred on the pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, and the customer successfully reset it. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arise.